Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported hyperglycemia due to infusion set tubing detached from connector. The high blood glucose was reported to be 347 mg/dl customer replaced infusion set and resumed insulin deliveries successfully. No further information was available